Event description:
It was reported that the handpiece is leaking water and blood. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR and samples were taken for analysis. This report will be updated when the eval is completed.